Manufacturer narrative:
The investigation into the console "aic ¿ damage" has been completed since the original report was filed. The console was returned for investigation. The console was tested on an engineering lab bench. Upon visual inspection, the front panel optical connector on the aic was broken, which confirms the reported failure that the plastic dust cover and the plug were broken off the controller. The root cause for the broken front panel optical connector was not determined.

Manufacturer narrative:
The device is going to be returned to abiomed for repair. The investigation will be performed once device is received. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that upon removal of the catheter from controller, the plastic dust cover and plug was broken of the controller. There was no staff or patient harm.